Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The event occurred in interventional radiology dept, the procedure was a lower leg angiogram, the rep walked in mid way thru procedure. The physician already had access in the patient from right femoral artery, targeting patient left distal sfa. The physician already had a 014 wire across the target vessel and was already attempting to track the complaint device over the wire across a calcified lesion in the sfa. The stent would not advance across the lesion, due to how narrow it was. The physician asked for suggestion to proceed with. The rep suggested either dilatating the lesion with a balloon, then changing the 014 wire to a .035 stiff wire. The physician then took the complaint device off the wire, then placed an 035 catheter back down and replaced the 014 wire with a 035 stiff glide wire. Next the complaint device was attempted to be put back on the new 035 wire; after being partially put back on the wire, the rest of the device would not advance. The rep requested that the physician take the device off the wire and flush the wireport. On visual inspection of the device, there was a severe kink at the segment of the device catheter, where the inner catheter meets the outer cath. This was the segment at which the wire would not advance pass. The physician and rep determined that the device was now unusable, so a new 5 by 100 zilver ptx stent was opened and then used successfully.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot number c2283322 of zisv6-35-125-5-100-ptx was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. Visual inspection: red safety button returned in place. Kink noted on outer sheath at approximately 39cm from the white distal tip. Crinkling noted along outer sheath from approx. 21cm to 39cm from the white distal tip. Functional inspection: device flushes with no issue. 0.035" wire guide unable to pass beyond kink noted at 39cm from the white distal tip. Manufacturing records: prior to distribution, all zisv6-35-125-5-100-ptx devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zisv6-35-125-5-100-ptx device of lot number c2283322 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and label: the precautions section of the instructions for use (ifu0118), which accompanies this device instructs the user "a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0118). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to use error. It may be noted the device label indicates a 0.035 inch wire guide for use with this device and all simulated use testing to date has been completed using a 0.035 inch wire guide. Information received confirmed that a 0.014 inch wireguide was used during the procedure with the device. The reported issue of the advancement difficulty and kink on the outer sheath in addition to the crinkling observed in the lab would have been a cascading effect of the incorrect sized wireguide being used as it would not have not provided adequate support and resulted in a kink, hindering deployment. Engineering input confirmed that the kink would have been related to the use of the 0.014inch wireguide. Additionally, it was confirmed that the patient's anatomy was extremely calcified which would have contributed to the difficult advancement of the delivery system when combined with the use of the 0.014 inch wireguide where insufficient support would have been provided when advancing through such an anatomy. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, there was a severe kink at the segment of the device catheter, where the inner catheter meets the outer catheter. This was the segment at which the wire would not advance pass. Confirmed quantity of (B)(4) device, confirmed used. According to the initial report, the patient did not suffer any adverse effects. Investigation findings conclude that a definitive root cause could be attributed to use error. It may be noted the device label indicates a 0.035inch wire guide for use with this device and all simulated use testing to date has been completed using a 0.035inch wire guide. Information received confirmed that a 0.014inch wireguide was used during the procedure with the device. The reported issue of the advancement difficulty and kink on the outer sheath in addition to the crinkling observed in the lab would have been a cascading effect of the incorrect sized wireguide being used as it would not have not provided adequate support and resulted in a kink, hindering deployment. Engineering input confirmed that the kink would have been related to the use of the 0.014inch wireguide. Additionally, it was confirmed that the patient's anatomy was extremely calcified which would have contributed to the difficult advancement of the delivery system when combined with the use of the 0.014inch wireguide where insufficient support would have been provided when advancing through such an anatomy. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.

Event description:
A supplemental report is being submitted due to completion of the investigation on 7 aug 2025.